Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 15-jul-2024. Investigation summary material #: 367962. Lot/batch #: 4011657. Bd received 20 samples for investigation. The samples were evaluated by visual examination and 10 tubes were selected for functional testing. The indicated failure mode for tube pop off with the incident lot was not observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and 10 tubes were selected for functional testing. No issues were observed relating to tube pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tube pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tubes, the tube popped off the needle as soon as the tube was inserted into the tube holder and pushed into the needle with the grey rubber. No patient impact reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tubes, the tube popped off the needle as soon as the tube was inserted into the tube holder and pushed into the needle with the grey rubber. No patient impact reported.